Event description:
Boston scientific crm received information that this pacemaker dependent patient had a pacing system which consisted of a boston scientific pacemaker and two competitive leads. The patient was observed to have an increasing number of episodes of noise on the right ventricular channel which resulted in pacing inhibition. The physician decided to replace the entire pacing system. A new pacemaker and leads were implanted without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device paced and sensed normally during both manual and automated electrical testing. All telemetry operations were normal and no noise was noted on the e-grams and event markers during testing. The output pulses met the requirements of the device specification. Microscopic visual inspection of the device header was unremarkable for any device anomalies and no mechanical issues were found. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker dependent patient had a pacing system which consisted of a boston scientific pacemaker and two competitive leads. The patient was observed to have an increasing number of episodes of noise on the right ventricular channel which resulted in pacing inhibition. The physician decided to replace the entire pacing system. A new pacemaker and leads were implanted without further incident.

Manufacturer narrative:
The pacemaker was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.